Manufacturer narrative:
The customer biomed said due to the age of the device and the cost of repair the customer has decided to retire the vent and remove it from service.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the device shut down while in use. No patient harm reported.